Event description:
Reporter states pt complained of right knee pain. Pt has a long history of joint problems. The surgeon scoped the right knee to look for wear of the patella and tibial insert. The patella appeared to be in good condition. He thought the tibial insert was a little worn after 20 years of use. The pt's knee was opened, and the tibial insert was removed and replaced in 35 minutes. The operation was a success.